Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. Moisture damage was noted to the electronic and motor assemblies. No vibration anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corner, cracked reservoir tube window and lip, stained address and serial number label, and a stained end cap sticker.

Event description:
It was reported that the insulin pump got dropped into the water. Troubleshooting was done. Customer's blood glucose was 67 mg/dl. Customer treated with food. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).